Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Product ID: 3057, lot#: unknown. Product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urgency frequency. It was reported by a basic evaluation patient that they only had a partial collection period. The patient stated they spoke with the manufacturer representative (rep) and the rep stated they thought the leads had migrated. The patient noted they were doing wonderful and now they were back to old voiding habits. The rep increased stimulation. On (B)(6) 2019 the patient reported they were not getting the benefits anymore and that the leads had moved or migrated. The patient reported they were down to single digits in voided volume and that they were seeing their clinician the next day. There were no further complications reported/anticipated.